Event description:
It was reported that the patient lost restriction but without visible leakage as assessed by several x-rays. It was reported that the patient gained weight. The band was implanted in 2001. The band was explanted and returned for analysis.

Manufacturer narrative:
Date sent: 12/19/2008. Puncture along fold line. Evaluation summary - the band/balloon with 48 cm of catheter was returned for analysis. It was observed that the balloon had three (3) fold lines, and that one puncture is placed on one of these lines. This puncture was 2.8 mm in length, localized approximately at 5.4 cm from the catheter connection. A leak test was performed with unsuccessful result. The balloon was leaking. No lot number was provided; therefore, no device history records (DHR) review could be performed.